Event description:
It was reported by patient that the needle never deployed the cannula into the skin. It¿s unknown if the pink slide did not move forward. The cannula did not insert properly and appeared to hit the muscle causing pain. No impact to the patient's glucose level was reported. No treatment details were provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.